Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, while pulling the blue rail suture with the trimmer in order to advance the knot, a suture break occurred while advancing the trimmer. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.